Event description:
A leak in the tubing of the lagb was suspected. Under fluoroscopy there appeared to be a "kink" in the tubing of the lagb. A laparoscopic procedure was performed to remove and replace the access port and the folded tubing.